Event description:
It was reported on removal of the study dressing it was observed there was a notable deterioration of the peri-wound. The granulation tissue had become red, friable and macerated. The exudate was thick, sanguineous and green. Malodour was present.